Event description:
During follow-up, high pacing lead impedance and noise was observed, resulting in the delivery of inappropriate therapy. In 2006, at the request of the patient and the patient's family, the device was programmed to afo (all functions off) and the system remains implanted.